Manufacturer narrative:
Based on the claim against the product by the customer noting burnt tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing on 5 of 5 attempts.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a burnt tip. There was no report of patient injury.